Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination by the patient¿s caregiver. The patient was hospitalized and was treated with intraperitoneal vancomycin (every three days, no further details) for the peritonitis event. Dianeal therapy was ongoing. On an unreported date, the patient was discharged from the hospital. At the time of this report, antibiotic therapy was ongoing and the patient outcome was not reported. Eight days after event onset, the patient and the caregiver were retrained on proper aseptic technique. No additional information is available.